Manufacturer narrative:
Medwatch sent to FDA on 09/27/2016. Allergan has initiated an investigation into this late report. Concomitant therapies: juvéderm volbella with lidocaine. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lump, asymmetry, and possible biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of hard lump, asymmetry, and possible biofilm as follows: precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection. Patients on anti-coagulation medication (anticoagulants, aspirin or nonsteroidal anti-inflammatory drugs) must be warned of the potential increased risks of haematomas and bleeding during injection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Poor efficiency or poor filling/restoration effect."

Event description:
Healthcare professional reported patient was injected to the mid face, angle of jaw, and pre jowl sulcus with 2mls of juvederm voluma with lidocaine as well as concomitant injection to the nasolabial folds, marionettes, and lower lip with 1ml of juvederm volift with lidocaine and to the vermillion border with 1ml of juvederm volbella with lidocaine. Two months later patient developed a hard lump just above the right prejowl sulcus and "then noticed there was also an asymmetry" and "thinks it may have increased in size slightly over the last few week." The patient has no pain or discomfort associated with the hard lump which has the approximate size of a 2 pence piece with "visible [asymmetry]." An allergan healthcare professional reviewed the patient noting a "possible biofilm." Patient was treated with hyalase and antibiotics. Symptoms resolved 3 months after onset. Patient was taking warfarin at the time of injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the mid face, angle of jaw, and pre jowl sulcus with 2mls of juvéderm® voluma¿ with lidocaine as well as concomitant injection to the nasolabial folds, marionettes, and lower lip with 1ml of juvéderm® volift¿ with lidocaine and to the vermillion border with 1ml of juvéderm® volbella¿ with lidocaine. Two months later patient developed a hard lump just above the right prejowl sulcus and "then noticed there was also an asymmetry" and "thinks it may have increased in size slightly over the last few week." The patient has no pain or discomfort associated with the hard lump which has the approximate size of a 2 pence piece with "visible [asymmetry]." An allergan healthcare professional reviewed the patient noting a "possible biofilm." Patient was treated with hyalase and antibiotics. Symptoms resolved 3 months after onset. Patient was taking warfarin at the time of injection.